Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The vessels had mild tortuosity. The common iliac artery measured about 13 mm in diameter and the external iliac measured about 9 mm in diameter. It was reported that the patient presented with leg pain approximately two months ago. Thrombosis of the left contralateral limb was discovered. The occlusion started at the sfa and went up to the flow divider. An emergent fem-fem bypass was performed to resolve the occlusion. The cause of the occlusion is unknown; however, the patient has a history of thrombus issues in the legs. The patient is doing well. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Results: inherent risk of procedure (occlusion). Patient's condition affected effectiveness of device (history of thrombus issues in the legs). Conclusion: device failure/lack of effectiveness related to patient condition (history of thrombus issues in the legs).